Event description:
Customer states when you press down on the wheel lock bar it backs away from the wheel. Customer states there are lots of parts missing and customer is not aware of which item might be causing this. No reported injuries. Dealer did not stay on the line to speak with cscs team. No further information.